Manufacturer narrative:
Multiple attempts to obtain additional information have gone unmet. No additional information forthcoming. The available information was reviewed. According to the initial notification via email on 12/30/2025, the recent publication titled: ¿type of patch material affects midterm outcomes of combined aortic and mitral valve replacement and aorto-mitral curtain reconstruction¿, jtcvs open (2026), doi:https://doi.org/10.1016/j.xjon.2025.101566. A single-center, retrospective review of all patients that underwent the commando operation from 1/2007-7/2024 with the use of a variety of surgical patch materials. Twenty-nine of the 71 patients in the series received decellularized bovine pericardium (dbp, photofix) as the patch material for the reconstruction of the aorto-mitral curtain. There were 14 late reinterventions reported, 12 (85.7%) were performed for aorto-left atrial fistula. All twelve patients with aorto-left atrial fistula presented with class iii or IV heart failure symptoms approximately 2-3 years after the commando operation. Of these twelve patients, 10 (83.3%) patients had received photofix® dbp. Treatment of the fistula included a variety of surgical and transcatheter interventions. Use of dbp was independently associated with a higher risk of reintervention for aorto-left atrial fistula. Note: ¿bioglue was applied around the left atrial roof and aortic root suture lines in 41 (57.8%) patients; and more commonly used in dpb recipients. None of the reported fistulas were observed along the suture lines or near the trigones." As noted above, the manuscript is a retrospective review spanning a >16 year surgical history. During the which time, they started using photofix in 2015 and stopped using it for this procedure in march 2019. The reinterventions on the photofix/patch recipients occurred approximately 2-3 years post-operatively. As such, it is estimated the clinical reinterventions would have occurred between 2017 and 2022, depending on the incident procedure. Per our database review, it does not show that any of these events have previously been captured as a device related concern/event. Ten of the twenty-nine photofix recipients presented with aorto-left atrial fistula during the reported follow-up period and required reintervention of various methods. The primary indication for the commando approach in this series was native or prosthetic aortic and/or mitral valve endocarditis with aortic root abscess, infection of the left atrial roof, or infection of the aorto-mitral curtain in patients, accommodation of adequately-sized prosthesis patients, and severe mitral annular calcification (mac) and accommodation of adequately-sized prosthesis, hostile anatomy, or tumor involving the aorto-mitral curtain. It is unclear, per the information provided in the manuscript, if there is any correlation to pre-existing conditions (endocarditis/infection/abscess) and those patients presenting with late fistula formation. Two of the 10 reinterventions were reportedly related to prosthetic aortic valve endocarditis with root abscess and aorto-left atrial fistula. The remaining 8 events were reported as aortic root pseudoaneurysm with aorto-left atrial fistula. No additional information related to any of the included patient¿s operative notes for the incident and reintervention were provided. Nor was any additional information related to the specific patient medical history or comorbidities provided related to the reported events. No diagnostic images or pathology reports have been provided. No explanted tissue samples were returned for further evaluation. Potential adverse events associated with the use of pericardium include, adhesion, epicardial inflammatory reactions, and rejection and are included in the instructions for use. Given the limited information it is unclear if any of these may have contributed to the reported fistula formations. The cause of the described events remain unknown. The photofix manufacturing process includes 100% visual inspection prior to final packaging. There is insufficient information available to determine the precise cause and effect relationship between the photofix product and the reported adverse events occurring 2-3 years post-operative. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial notification via email on 12/30/2025, "the recent publication titled: ¿type of patch material affects midterm outcomes of combined aortic and mitral valve replacement and aorto-mitral curtain reconstruction¿, jtcvs open (2026), doi: https://doi.org/10.1016/j.xjon.2025.101566 a single-center, retrospective review of all patients that underwent the commando operation from 1/2007-7/2024 with the use of a variety of surgical patch materials. Twenty-nine of the 71 patients in the series received decellularized bovine pericardium (dbp, photofix) as the patch material for the reconstruction of the aorto-mitral curtain. There were 14 late reinterventions reported, 12 (85.7%) were performed for aorto-left atrial fistula. All twelve patients with aorto-left atrial fistula presented with class iii or IV heart failure symptoms approximately 2-3 years after the commando operation. Of these twelve patients, 10 (83.3%) patients had received photofix® dbp. Treatment of the fistula included a variety of surgical and transcatheter interventions. Use of dbp was independently associated with a higher risk of reintervention for aorto-left atrial fistula. Note: bioglue was applied around the left atrial roof and aortic root suture lines in 41 (57.8%) patients; and more commonly used in dpb recipients. None of the reported fistulas were observed along the suture lines or n near the trigones."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.